Event description:
It was reported that the patient presented in clinic complaining of syncope. The patient reported having a fall and feeling dizzy since (B)(6) 2014. The ventricular lead exhibited oversensing, inhibiting pacing and high thresholds. The lead was capped and replaced on (B)(6) 2014.